Event description:
It was reported that during a hepatectomy procedure, the device was used to resect the hepatic vein. Although, the staples were deployed, the knife did not move forward. Also, it was found that the staples of acral part were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.